Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Tighten the patient circuit connector with a force of 4.5 nm. After that, functional tests and performance tests were conducted. The cause of the reported problem could not be determined. It is not a problem related to previous smiths repairs.

Event description:
It was reported that during the maintenance checkup, the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury was reported.